Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 99% stenosed proximal left anterior descending artery. Pre-dilatation was performed with a 2.5 x 12 mm unspecified balloon catheter at 12 and 14 atmospheres. A 3.5 x 38 mm xience prime balloon was deployed at 18 atmospheres when a distal edge dissection occurred. A 3.5 x 18 mm xience prime stent was used to treat the dissection. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.